Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The user reported having an alarms issue with the freestyle librelink application. Attempted to replicate the user¿s complaint. Successfully received high and low glucose alarms. The user complaint was not able to be reproduced. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the use of the adc application with phone (phone model: samsung s7; operating system: android 8). The customer reported that the low/high glucose alarm did not sound and experienced symptoms of dehydration and vomiting. The customer was taken to the hospital where they were diagnosed with hyperglycemia and received treatment of "anti-sickness medication, liquids, electrolytes" and unspecified injections. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an alarm issue with the use of the adc application with phone (phone model: samsung s7; operating system: android 8). The customer reported that the low/high glucose alarm did not sound and experienced symptoms of dehydration and vomiting. The customer was taken to the hospital where they were diagnosed with hyperglycemia and received treatment of "anti-sickness medication, liquids, electrolytes" and unspecified injections. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.